Event description:
It was reported that there was a hole in the balloon. The patient presented with ischemic heart disease. A 2.50mm x 15mm emerge was selected for treatment, but failed to inflate. A hole was noted in the balloon and the balloon leaked. An additional balloon was used to complete the procedure. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual, tactile, microscopic examination and device to device interaction test and leakage test was performed. A microscopic examination of the inner/wire lumen identified a break in the inner/wire lumen at 5.1cm from the bumper tip. As a result of this damage, it was not possible to load a 0.014inch size guidewire through the lumen. When an attempt was made to inflate the balloon, liquid leaked out through the tip. The leak through the tip was due to the break in the inner/wire lumen. As a result of this break, it is not possible to inflate the balloon. A microscopic examination of the balloon material identified no tears or holes in the balloon material. Further analysis identified an unreported kink in the hypotube.

Event description:
It was reported that there was a hole in the balloon. The patient presented with ischemic heart disease. A 2.50mm x 15mm emerge was selected for treatment, but failed to inflate. A hole was noted in the balloon and the device leaked. An additional balloon was used to complete the procedure. No patient complications reported.